Event description:
Reporter alleged obtaining discrepant blood glucose values of 388 mg/dl back to back with a result of 138 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time another comparative test of 488 mg/dl was performed back to back with a result of 184 mg/dl within 10 minutes on the same system. Reporter indicated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.